Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d), right ventricular (rv) and left ventricular (lv) leads showed high, out of range shock and pacing lead impedances on the rv lead when attempting to deliver a shock. Inappropriate anti-tachycardia pacing (atp) and electric shock were delivered due to noisy signal over sensing. Also, there were some signal artifact monitoring events with minute ventilation termination algorithm. At a device interrogation at the calling clinic the device was interrogated and a code 1005 indicating an open circuit condition was triggered. Also, high pacing thresholds on rv and lv were observed. The patient was sent to the ER and the tachy mode was turned off. Clinician stated that the lv impedances were also elevated and wanted to know why. Isometrics were not able to reproduce signals. The crt-d and lv lead remain in service, but the rv lead has been explanted due to lead fracture. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d), right ventricular (rv) and left ventricular (lv) leads showed high, out of range shock and pacing lead impedances on the rv lead when attempting to deliver a shock. Inappropriate anti-tachycardia pacing (atp) and electric shock were delivered due to noisy signal over sensing. Also, there were some signal artifact monitoring events with minute ventilation termination algorithm. At a device interrogation at the calling clinic the device was interrogated and a code 1005 indicating an open circuit condition was triggered. Also, high pacing thresholds on rv and lv were observed. The patient was sent to the ER and the tachy mode was turned off. Clinician stated that the lv impedances were also elevated and wanted to know why. Isometrics were not able to reproduce signals. The crt-d and lv lead remain in service, but the rv lead has been explanted due to lead fracture. No additional adverse patient effects were reported. Additional information was received mentioning that the crt-d and the newly implanted rv lead continued showing similar behavior as the old, explanted lead, therefore the crt-d has been explanted at this time to rule out potential header issues. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the "nature of incident" field for more information regarding the specific circumstances of this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This cardiac resynchronization therapy defibrillator (crt-d) was returned for analysis and returned products test confirmed normal operation of the pg. No problem was detected. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the "nature of incident" field for more information regarding the specific circumstances of this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d), right ventricular (rv) and left ventricular (lv) leads showed high, out of range shock and pacing lead impedances on the rv lead when attempting to deliver a shock. Inappropriate anti-tachycardia pacing (atp) and electric shock were delivered due to noisy signal over sensing. Also, there were some signal artifact monitoring events with minute ventilation termination algorithm. At a device interrogation at the calling clinic the device was interrogated and a code 1005 indicating an open circuit condition was triggered. Also, high pacing thresholds on rv and lv were observed. The patient was sent to the ER and the tachy mode was turned off. Clinician stated that the lv impedances were also elevated and wanted to know why. Isometrics were not able to reproduce signals. The crt-d and lv lead remain in service, but the rv lead has been explanted due to lead fracture. No additional adverse patient effects were reported. Additional information was received mentioning that the crt-d and the newly implanted rv lead continued showing similar behavior as the old, explanted lead, therefore the crt-d has been explanted at this time to rule out potential header issues. The crt-d has been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the "nature of incident" field for more information regarding the specific circumstances of this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d), right ventricular (rv) and left ventricular (lv) leads showed high, out of range shock and pacing lead impedances on the rv lead when attempting to deliver a shock. Inappropriate anti-tachycardia pacing (atp) and electric shock were delivered due to noisy signal over sensing. Also, there were some signal artifact monitoring events with minute ventilation termination algorithm. At a device interrogation at the calling clinic the device was interrogated and a code 1005 indicating an open circuit condition was triggered. Also, high pacing thresholds on rv and lv were observed. The patient was sent to the ER and the tachy mode was turned off. Clinician stated that the lv impedances were also elevated and wanted to know why. Isometrics were not able to reproduce signals. The crt-d and lv lead remain in service, but the rv lead has been explanted due to lead fracture. No additional adverse patient effects were reported.